Event description:
Follow up information obtained indicated that it was thought the lead had been possibly tightened down too much with the previous implantable neurostimulator (ins). After some manipulation, the lead was able to be inserted into the new ins and that the patient went on to receive effective therapy. If additional information is received, a follow up report will be sent.

Event description:
Follow up information obtained indicated that the reason for the revision procedure was to replace the ins for normal battery depletion. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a revision procedure, the physician was unable to insert the lead into the header block of the neurostimulator. It was noted that the lead was damaged during the procedure. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model unk, lot #unk, implanted: unk, explanted: unk.